Manufacturer narrative:
B3: the date indicated is an approximation as the exact event date was not provided. This report is being filed on an international product, list number 192-000j that has a similar product distributed in the us, list number 192-000. The required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.

Event description:
The customer reported three (3) false positive results with the ID now covid-19 2.0 assay with nasopharyngeal samples on unknown dates. This MFR. Report addresses patient two (2) of three (3). Confirmation pcr testing was performed on an unknown date with an unknown sample type and generated a negative result. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
B3: the date indicated is an approximation as the exact event date was not provided. This report is being filed on an international product, list number 192-000j that has a similar product distributed in the us, list number 192-000. The investigation remains in progress. A supplemental report will be provided after completion.

Event description:
The customer reported three (3) false positive results with the ID now covid-19 2.0 assay with nasopharyngeal samples on unknown dates. This MFR. Report addresses patient two (2) of three (3). Confirmation pcr testing was performed on an unknown date with an unknown sample type and generated a negative result. No additional patient information, including treatment and outcome, was provided.